Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis of these photos showed a tube with additive appearing within normal spray pattern parameters. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, additive abnormalities were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.